Event description:
We spoke with the end user who has a medical condition that has caused his right leg to be three times the size of his left leg. The end user stated that he was traveling on a street down hill when the footrest of his powered wheelchair twisted and dug into the pavement. This caused the powerchair to tip forward and the user fell to the street. The leg rest twisted because of the weight of the client's unusually large leg. He stated that the chair "threw him out." The user said he suffered abrasions to his calf, arm and head. He also alleges to have been knocked unconscious. An ambulance was called, but the user refused treatment saying he did not want to go to the hospital. The user went on to say that he loved his chair and that he did not want anyone to take it away from him. His therapist said he fell out of his chair when he hit a curb or something. She also said he was not using the restraining belt.

Manufacturer narrative:
Device was not returned for evaluation. Conclusions are based on pictures from service provider and description of event.